Event description:
It was reported that during a da vinci-assisted surgical procedure, the user had trouble loading and clipping with the vessel sealer extend (vse) instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Correction to b5 summary : it was reported that during a da vinci-assisted surgical procedure, the customer had trouble loading and clipping with the 8mm medium-large clip applier instrument. Intuitive surgical, inc. (Isi) did receive the 8mm medium large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a bent grip. The damage was found on the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.